Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of failed downstream occlusion was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine test failures. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months. The force sensor was calibrated during the prior return. Review of the prior service record indicates that all service actions were completed during the prior return.the reported condition was verified. The cause of the condition was determined to be the force sensor calibration out of specification. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.